Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation: the manufacturing visual evaluation found the tines are severely twisted which is indicative of excessive forces being applied to the part as it drives the screws. The damage is located only in the area where the driver appears to have made contact with the screw. Additionally, there are numerous dings and burrs on the part. The damage is potentially consistent with usage in the field. It was impossible to inspect the tip features because the part was assembled. The part art was also tested for hardness and was found conforming. The material certificate was reviewed and met print requirements. There is physical damage to the tip of the driver therefore the overall product does not meet specifications. This complaint is deemed indeterminate from a manufacturing position.

Event description:
According to the reporter from (B)(6), during a sternal closure using the titanium sternal system, the 03.503.073 screwdriver was not retaining the screws. The surgeon then tried to use the non self-retaining driver with holding sleeve (313.96) to insert the screws. A piece of the driver tip broke off in the screw. The broken piece was retrieved, and another ti sternal set was opened and the surgeon was able to use a screwdriver from the set and completed the procedure. This is report 1 of 2 for the same event.

Event description:
This is report 1 of 2 for complaint number (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development event evaluation stated that the self-retaining ability of the matrixmandible/thorax self-retaining fixed cruciform screwdriver (tsfs) was tested with in-house screws from the tsfs set, and was able to pick up and retain screws as intended at every attempt. The screws used in the surgery that produced this complaint were not available for evaluation. Considering that the returned device functioned as intended, the complaint is invalid from a product development perspective. The complaint related to the matrixmandible/thorax screwdriver is invalid because the device functions as intended. Original awareness date is (B)(4) 2011. New information was received (B)(4) 2012.